Event description:
It was reported during a rotational atherectomy procedure that before taking ablation, the tip of the wire fractured as the physician attempted to pass this product into a lesion (lox #12). The separated tip was removed from the patient. Patient status is listed as "okay".